Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires on the power cord. The power cord was replaced and there were no adverse consequences reported by the patient.